Manufacturer narrative:
G4: 06jul2020. B4: 06jul2020. The quote for repair provided to the customer expired. The customer declined service/repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that the customer requested a power supply replacement. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue through a review of the unit's error logs. The fse concluded that the amount of dust in the unit caused the power supply fan to fail and thus the power supply to overheat and fail. The customer was provided a quote to replace the power supply.

Manufacturer narrative:
G4: 17apr2020. B4: 24apr2020. H11: correction: become aware date updated to 30-mar-2020 the customer also reported that the unit as making an abnormal sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.